Event description:
Customer reported that the insulin pump is not alarming as loud and vibrating as strong as it used to. Customer did not state that the insulin pump did not vibrate after pressing the up arrow to set an easy bolus. The vibrate mode is on, the battery is not low. He did not install a new battery recently. The insulin pump vibrated during the vibrate self test. Customer determined it may just be his age. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.